Event description:
It was reported that a pump declared alarm 20 while in use during pumping. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer specific questions regarding levels. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted and was provided with instructions on how to put the pump into storage mode. Technical support resolved to replace the pump, confirmed the shipping address, and instructed the customer to return the problematic pump using a pre-paid label within 10 days, which the customer acknowledged.